Event description:
A user facility returned the olympus, model cv-v1, video system center to olympus for repair due to a report of a lamp error, identified during reprocessing of the device. Upon inspection and testing of the returned device, it was found that a front panel switch was not functioning due to front panel unit failure. This report is submitted due to the front panel unit failure.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found a front panel switch not functioning due to front panel unit failure. Additional evaluation findings are as follows: lam error due to endoscope failure; power switch noted cracked; corrosion and scratch noted on top cover; an output port thread was found deformed. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the front panel unit failure. The DHR confirmed that the subject device was shipped in accordance with the specifications. The investigation did not establish the root cause of the front panel failure. Olympus will continue to monitor field performance for this device.